Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated a ¿ventilator inoperative, safety valve open¿ message. The device was available for evaluation. A review of the diagnostic logs indicates the device entered backup ventilation. The service personnel (sp) inspected the ventilator and confirmed that the unit was in a ventilator inoperative state and the safety valve was open. Sp found mix 12v supply oor and exp motor current out of range (oor) codes in memory only but could not duplicate. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The unit was placed in normal ventilation mode for 72 hours with no further alarms. The cause of the event could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator generated a ¿ventilator inoperative, safety valve open¿ message. There was no injury to the patient.